Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerting low flow and air in line. Biomed at bedside in nicu assisting nurses. Wanted to know how to add water. Advised that no water needs to be added to the device unless it was explicitly stated water reservoir empty. Walked through stop therapy, drain and disconnect pads. Verified fluid delivery line (fdl) secure and in lock position. Reconnected pads. All lines straight with no bends or kinks. Restarted therapy and water flow rate (wfr) was 0.6 l/m system diagnostics showed that the outlet monitor temperature (t1) was 25.2c, outlet control temperature (t2) was 25.2c, inlet temperature (t3) was 25.2c, chiller temperature (t4) was 4.7c, water flow rate (wfr) was 0.6 l/m, inlet pressure (ip) was -5.7psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 18 percentage, heater was 18 percentage, water reservoir level (wrl) was 4, system hours were 2486.8 device kept alerting patient line open. Discussed placing device in manual control to trouble shoot whether issue was with device or pads. Nurses did not want to place in the manual control. Sn (B)(6) they just want to swap out to alternate device. Walked through adjusting new device settings to match current device. When they went to connect pads, they noticed there was a hole in one of the pads on the backside of the patient. Advised to swap out the pads. Restarted therapy. Per investigation findings received via task on 06jun2025, this record to an arctic gel pad related issue as they noticed there was a hole in one of the pads on the backside of the patient. Advised to swap out the pads.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerting low flow and air in line. Biomed at bedside in nicu assisting nurses. Wanted to know how to add water. Advised that no water needs to be added to the device unless it was explicitly stated water reservoir empty. Walked through stop therapy, drain and disconnect pads. Verified fluid delivery line (fdl) secure and in lock position. Reconnected pads. All lines straight with no bends or kinks. Restarted therapy and water flow rate (wfr) was 0.6 l/m system diagnostics showed that the outlet monitor temperature (t1) was 25.2c, outlet control temperature (t2) was 25.2c, inlet temperature (t3) was 25.2c, chiller temperature (t4) was 4.7c, water flow rate (wfr) was 0.6 l/m, inlet pressure (ip) was -5.7psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 18 percentage, heater was 18 percentage, water reservoir level (wrl) was 4, system hours were 2486.8 device kept alerting patient line open. Discussed placing device in manual control to trouble shoot whether issue was with device or pads. Nurses did not want to place in the manual control. Sn (B)(6) they just want to swap out to alternate device. Walked through adjusting new device settings to match current device. When they went to connect pads, they noticed there was a hole in one of the pads on the backside of the patient. Advised to swap out the pads. Restarted therapy. Per investigation findings received via task on 06jun2025, this record to an arctic gel pad related issue as they noticed there was a hole in one of the pads on the backside of the patient. Advised to swap out the pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerting low flow and air in line. Biomed at bedside in nicu assisting nurses. Wanted to know how to add water. Advised that no water needs to be added to the device unless it was explicitly stated water reservoir empty. Walked through stop therapy, drain and disconnect pads. Verified fluid delivery line (fdl) secure and in lock position. Reconnected pads. All lines straight with no bends or kinks. Restarted therapy and water flow rate (wfr) was 0.6 l/m system diagnostics showed that the outlet monitor temperature (t1) was 25.2c, outlet control temperature (t2) was 25.2c, inlet temperature (t3) was 25.2c, chiller temperature (t4) was 4.7c, water flow rate (wfr) was 0.6 l/m, inlet pressure (ip) was -5.7psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 18 percentage, heater was 18 percentage, water reservoir level (wrl) was 4, system hours were 2486.8 device kept alerting patient line open. Discussed placing device in manual control to trouble shoot whether issue was with device or pads. Nurses did not want to place in the manual control. Sn dygxal029 they just want to swap out to alternate device. Walked through adjusting new device settings to match current device. When they went to connect pads, they noticed there was a hole in one of the pads on the backside of the patient. Advised to swap out the pads. Restarted therapy.